Event description:
It was reported that this right atrial (ra) lead exhibited undersening. Boston scientific technical services (ts) observed undersensing on stored electrogram (egm). This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.